Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad was not working which was verified during evaluation. Evaluation observed the reported symptom as a delayed keypad response and the cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number 2, 5, 8 and ok keys on the keypad were not working. There was no patient involvement. No additional information is available.